Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she was hospitalized with a diabetic ketoacidosis on (B)(6) 2016. The customer was admitted into intensive care unit. The insulin pump was removed when she was hospitalized and was put on insulin drip. Her blood glucose level went up to 456 mg/dl. The customer had issues with no delivery alarms. The insulin pump was no longer delivering insulin. The customer was throwing up and was dehydrated. The device was not returned.